Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulty. The physician felt that a different lead would have a better chance of staying in the desired location and better pacing thresholds and capture. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.